Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber overheated and the fiber metal cap broke after 364,564 joules and 37:13 minutes of use. There is no information as to how the case was completed. No patient/user clinical consequences were reported.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber cap( glass and metal) exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. Glue failure observed. Based on the device analysis, the product complaint could not be confirmed. The probable cause of complaint is not confirmed, returned. The probable cause of the failure is operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.